Event description:
New information received noted that the patient's device was reprogrammed accordingly on (B)(6) 2021. Patient had no consequences as a result of the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with over-sensing episodes. Further investigation found that the patient's implantable cardioverter defibrillator had been post-paced t-wave over-sensing. Programming changes were recommended to a healthcare provider and patient will continue to be monitored. Patient had no consequences as a result of the event.